Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Both cylinders passed visual inspection and there were no visual damages or abnormalities found. Both cylinders passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump exhibited no damage or physical anomalies and passed leak testing. During functional testing, the pump did not pass the deflation test. Based on the information available and analysis results, the reported clinical event of device deflation/mechanical issues was confirmed. It can be concluded that pump failure was the most probable cause of the complaint, and the cause was traced to component failure.

Event description:
It was reported that during the prep of the device for an inflatable penile prosthesis (ipp) implant, the scrub tech was unable to deflate the device. After attempting to release the fluid five to six times, the pump released, and the fluid came out of the cylinders. Several more attempts were made to test the device, but the decision was made to open a new ipp to implant. The procedure was completed, and there were no patient complications reported. Analysis of the returned device identified a product problem.